Manufacturer narrative:
The device analysis report attached to initial report was incorrectly attached, please disregard.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and pain with pressure on the implanted side, however, the issue could not be resolved despite the troubleshooting. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date. This report is submitted on june 11, 2021.